Event description:
Patient with renal failure and multiple medical problems was noted to have poor function of the peritoneal dialysis catheter. An x-ray was done to evaluate and found the catheter has a fracture at the peritoneal side of the inner cuff at the level of the peritoneal entry of the catheter in the abdomen. The patient went to surgery for removal of the catheter. The surgeon noted visually the catheter was intact within the abdomen, but it was fractured as it entered the peritoneal surface. Broken catheter was removed in its entirety from the peritonium, subcutaneous tissue and inner cuff. A new peritoneal dialysis catheter was inserted using a new left paramedian site and 2 jugular catheters were inserted. Post-procedure x-rays show excellent position of new catheters. Satisfactory post-operative course, patient had inpatient dialysis twice, and the patient discharged to home several days post-operative to return for outpatient dialysis.